Event description:
On (B)(6) 2014, 71 shocks were delivered most probably in consequence to an increased ventricular arrhythmia following a renal dysfunction. Preliminary analysis showed an abrupt decrease of the battery voltage down to 4.83v which is very close to the elective replacement indicator (eri: 4.80v). Consequently, recommendations were provided in order to evaluate the benefit of the device replacement.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.